Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dependent patient presented for a generator change out due to advisory. The rv lead exhibited high capture thresholds. The lead was capped and replaced. The patient tolerated procedure well.